Event description:
Cat scan with contrast ordered. Utilization of auto-injector synchronized with scanner for contrast administration. Empty syringe from previous pt returned to position for removal from auto-injector (plunger out), but left in place. When auto-injector utilized for subsequent injection, pt injected with air rather than contrast. Pt to ccu for observation, oxygen. No sequelae.